Manufacturer narrative:
The device was received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 03-jun-2022 via email and attached to complaint object: all issues with these pumps were found during testing and repair. No patient involvement was indicated to me, or our technician, at the time the pump was received for repair in our facility.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The reported problem was duplicated. "High alarm displayed: downstream occlusion" alarm messages were in the pump's event history log. The downstream occlusion sensor is recommended to be replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device., corrected data: the model number was incorrectly documented, in the initial report.